Event description:
It was reported to boston scientific corporation that an injection gold probe was used during a hemostasis procedure for a duodenal bleed performed on (B)(6) 2009. According to the complainant, during a routine endoscopy, the patient had a duodenal bleed. They used the injection gold probe device for hemostasis. The device did not cauterize. They reset the erbe generator to the maximum power setting (40w), but the injection gold probe device would not heat up. They used the injection needle of the injection gold probe device to inject adrenaline, which stopped the bleeding. No patient complications were reported as a result of this event. At the conclusion of the procedure, the patient's condition was reported to be stable. The complainant successfully tested the generator and adapter cord with a second injection gold probe device (following the procedure, outside of the patient). They concluded that the issue was with the injection gold probe device.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).